Event description:
The physician was using a resolute integrity over the wire (otw) drug-eluting stent for treatment of a lesion. Approximately 1/2 hour post index procedure an acute thrombus occurred. The patient is reported to be stable post procedure. Image review: procedural images show that the target lesion was pre-dilated followed by delivery and successful deployment of what appears to have been the 3.5 x 30mm resolute integrity stent. No procedural complications in relation to the resolute integrity stent were observed on the images that would have suggested the contribution to an acute thrombosis. The stent appeared to have been fully deployed in the vessel with no evidence of stent malposition. The stent appeared to be deployed in an angulated portion of the vessel. The stent profile post deployment appeared to show that the stent was angulated in the vessel. This angulation may have made the vessel and stent more prone to experiencing the occurrence of a thrombosis. No stent malposition or vessel damage was observed in the images. The follow up images confirm the occurrence of a thrombus inside the newly deployed stent. The thrombus was treated with ballooning of the vessel. This resulted in restoration of flow to the vessel. No evidence of residual thrombus was observed on the final angiographic images.

Event description:
Lesion was proximal lad. Pre-dilation was performed. Patient experienced chest pain post implant and was medicated with morphine and monitored. It was decided to return the patient to the cath lab and ballooning of the proximal lad was performed.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent thrombosis), none (device not received for evaluation).